Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2008, patient underwent anterior l5-s1 diskectomy and fusion via retroperitoneal incision to treat the following pre-op diagnosis: low back pain with degenerative disk disease. On (B)(6) 2008, patient underwent the following procedures: posterolateral lumbosacral spinal interbody arthrodesis extending from l5 vertebrate to the sacrum utilizing structural allograft, bone graft proteins, and rh-bmp2/acs. Non-segmental fixation of lumbosacral spinal extending from the l5 vertebrate to the sacrum utilizing pedicle screws-rods, revision, left l5-s1 lumbar laminotomy and medical facetectomy. Revision left s1-s2 with lumbosacral neural foraminotomy. To treat the following pre-op diagnosis: status post lumbar discectomy on the left at the l5-s1 segment. Segment diskogenic disease and spondylosis with an annular tear of the l5-s1 lumbosacral intervertebral disk. Post discectomy failed back syndrome. Recurrent, left s1 lumbosacral radiculopathy secondary to lateral recess narrowing and disk wall bulge at the site of prior operative therapy on the left at the l5-s1 segment. On (B)(6) 2008, patient underwent the following procedures: anterior retroperitoneal approach to the lumbosacral spine. Anterior lumbosacral spinal interbody discectomy at the l5-s1 segment. Interior l5 and superior s1 partial vertebrectomies and posterior osteophytectomies with associated bilateral neural foraminotomies. Anterior lumbosacral spinal interbody arthrodesis with femoral allograft bone graft prosthesis packed with rh-bmp2/acs (level was l5-s1) to treat the following pre-op diagnosis: lumbosacral spinal diskogenic disease and spondylosis at the l5-s1. Chronic low back pain. Annular tear of the l5-s1 lumbosacral intervertebral disk. Status post discectomy a the l5-s1 lumbosacral level. Post discectomy back pain syndrome. Op-note: an intraoperative x-ray was obtained to confirm the level of operation. At this juncture then, a radical interbody discectomy was then performed at the l5-s1 segment per a quadrangular annulotomy to be followed by the use of rongeur and curettage annulotomy to be followed by the use of rongeur and curette to extubate the intervertebral disk space contents. The power drill bur was brought into the field and an inferior l5 and superior s1 partial vertebrectomy and posterior osteophytectomy was then performed. Custom-machined femoral allograft bone prosthesis was brought into the field and tamped and packed with rh-bmp2/acs. This was tamped into position into the interbody space at the l5-s1 segment without event. Excellent positon of the graft was realized. Hemostasis was assured with gelfoam paste. A slab of gelfoam was placed over the anterior intervertebral space. There were no intraoperative complications. The patient tolerated the procedure well. It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.